Event description:
It was reported that (1) device was used during a video assisted thoracic surgery wedge resection. It was reported by the affiliate that the surgeon could not fire the atg45. Another instrument was used to complete the case. There was no consequence to the pt. The device is discarded.